Event description:
It is reported that the stem would not release from the inserter. The surgery was completed with another stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.